Event description:
Philips received a report about an attraction incident with a wheelchair. A hospital technician was struck by the wheelchair causing a broken arm and lacerations that required stitches. A patient was also struck but only received minor injuries to his foot.

Manufacturer narrative:
A person from the hospital walked into the examination room with a wheelchair that was not considered mr-safe . Through the magnetic force the wheelchair was forced from the persons hand and attracted to the magnet. The patient who was in the magnet at the time was hit by the wheelchair causing a superficial wound to the foot. The technician operating the mr was struck by the wheelchair and suffered a broken arm that required surgery and is at home recovering. It is the responsibility of the user to establish adequate rules and emergency procedures for controlling access to the controlled access area in terms of the potential risk to patients and staff. It is well known not to bring magnetic material into the examination room. The instructions for use clearly warns about this. IFU r5 section magnet safety - access to controlled access area warning: do not bring objects made of iron or other magnetic materials into the controlled access area. These objects will be attracted by the magnet and may lead to serious or fatal injury of the patient or operating personnel and may cause system malfunctions. Object examples: scissors, pocket knives, lighters, keys, coins, etc.; mobile phones and pagers; vacuum cleaners, floor polishers, etc.; magnetic wheel chair, magnetic trolley, iron stretchers, etc.; mr unsafe fire extinguishers.; life supporting, vital sign monitoring, or emergency equipment. A safety presentation is available on dvd, which explains the rf and other MRI related safety issues: 12nc 452296223981, mr safety instructions. The customer has not provided information on the use of safety procedures and frequency of safety trainings. H3 other text : this is a clear user error, no magnetic material should be brought into the examination room.